Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.75mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, the balloon ruptured. The device was completely removed. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.